Manufacturer narrative:
It was reported that the patient has a loose tibial tray. Revision surgery is planned to exchange the tray and the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a loose tibial tray. Revision surgery is planned to exchange the tray and the poly inserts.